Event description:
It was reported patient addressed a fall and experienced pain at the ipg site and uncomfortable stimulation with high impedances in most of the contacts on right lead. As such, surgical intervention was undertaken on (B)(6) 2025, wherein the right lead was replaced and the ipg was moved a little deeper for pocket discomfort. Therapy was restored post op.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.